Event description:
According to the reporter, during a laparoscopic gastric bypass surgery, while closing the slits, the clip's magazine disengaged into the patient's cavity. The surgeon located the clips and and pulled it out of the trocar to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.